Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded both high and low out of range shock impedance measurements. The patient has a baroreceptor stimulator implanted on their right side. Boston scientific technical services discussed that the shock impedance readings may be impacted by oversensing the baroreceptor stimulator signal but no oversensing episodes have been recorded. A commanded shock was performed to ensure therapy availability and the shock impedance tested within normal limits. This ICD remains in service. No additional adverse patient effects were reported.